Event description:
Patient is using the dexcom g7 and was having issues with inaccurate glucose readings. Patient put a new g7 sensor on sunday morning, (B)(6) 2026, and was brought in via ems (emergency medical services) around 1630.